Manufacturer narrative:
Title: predictors of progression-free survival and local tumor control after percutaneous thermal ablation of oligometastatic breast cancer: retrospective study source: j vasc interv radiol 2020; 31:1201¿1209, number 8. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed (1999 to 2017), a retrospective, single-center of all consecutive female patients with oligometastatic breast cancer with enlarging or increasingly metabolically active metastases, who underwent percutaneous radiofrequency (rf) ablation, microwave (mw) ablation, or cryoablation of the liver, lung, or bone, and soft tissue metastases. This study included 33 women, with 5 or fewer sites of metastatic disease increasing in size or metabolic activity, for which thermal ablation was deemed safe and feasible. Forty-six ablations occurred using rf ablation, mw ablation, or cryoablation were performed in 35 livers (76%), 7 lungs (15%), and 4 bone and soft tissue metastases (8%). Out of all the procedures, 11 adverse events report, 4 patient had pneumothorax not requiring a chest tube, 1 hematocrit drop without intervention, and 1 had fluid collection requiring aspiration.